Event description:
The customer reported, hydrogen peroxide contact after removing load items from a completed cycle. The customer reported a burning sensation and skin discoloration to her left forearm. The customer ran the contact site under water for three to five minutes and then saw a doctor. The customer reported, that she was diagnosed with "a second degree burn". The customer was treated with an unk ointment and a gauze bandage. The asp field service engineer assessed the unit and did not find any issues.